Event description:
It was reported that chest pain, aneurysm and stent fracture occurred. A promus premier¿ stent was implanted in an unspecified lesion. Post procedure, the patient complained of chest pain. The patient returned and angiogram showed what was believed to be a stent fracture mid stent and subsequent aneurysm. No additional patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).